Manufacturer narrative:
A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd posiflush sp was had a low fill. The following information was provided by the initial reporter: 1 of the injection is missing some of medication (B)(6) 2025.

Event description:
No additional information.

Manufacturer narrative:
A device history record review was completed for provided material number 306574 and lot number 4059299. The review did not reveal any abnormalities detected during the production process that could have contributed to the reported defects and all quality tests were found to be within specification. For lot number 4059299 for the issue of incorrect fill, as per the pictures received, there are no pictures showing evidence of incorrect fill. For the issue of incorrect fill, a cause could not be determined as there were no findings from the production history or picture sample results to further analyze this defect. Based on the preventive measures in place, we believe the probability of this defect is very low with an unlikely chance of recurrence. At this time, further action has not been determined necessary. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends.